Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the physician witnessed blue pixels. The physician was firing at 100% and 120% firing power when the blue pixels were witnessed. When the physician was comfortable with the thermal dose threshold (tdt) lines, the clinical specialist ask the physician to wait until the blue pixels dissipated to stop acquisition. The blue pixels disappeared after 3-4 acquisitions without being on the foot pedal. It was noted that a biopsy was performed prior to the ablation procedure. There were no patient complications reported in relation to this event.